Manufacturer narrative:
The insulin pump was unable to prime unit during prime/a33 test due to faulty force sensor resistor. No motor error alarms and the motor was tested outside the device and passed. The insulin pump passed basic occlusion and displacement tests. The insulin pump has cracked case at display window corners, reservoir tube lip, belt clip slot, battery tube threads and minor scratches on display window.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 180mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).